Event description:
The micro-manipulator that agility laser company brings with them that is placed on the microscope for vaginal laser procedures was not working properly. The doctor was not able to safely direct the laser for the procedure, as he was making left and right movements with the manipulator the laser light was moving up and down. Procedure aborted. FDA safety report ID# (B)(4).